Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off due to the customer not charging the pump. The customer's blood glucose (bg) level was 274 (mg/dl). A correction bolus via the pump was delivered to address bg level. The customer confirmed after connecting the pump to a power source, a new cartridge was loaded onto the pump and insulin delivery was resumed.